Event description:
It was reported that the customer intermittently received continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Multiple contact attempts were made by technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.